Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2208-50, serial: (B)(4), description: st linear lead 50cm. The returned ipg (sc-1110/sn:(B)(4)) and lead (sc-2208-50/sn:(B)(4)) were analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that one of the lead had several contacts out. The patient underwent a revision procedure wherein a lead and ipg was replaced. No device malfunction with the ipg just replaced it for precautionary.